Manufacturer narrative:
The customers experience with a pca device with remaining volume mismatch was not definitely identified, however the pca logs showed that two different syringe sizes, a terumo 30ml (calculated volume 12.5ml) on (B)(6) at 10:46 am and a mono 35ml (17ml volume) on (B)(6) at 10:47 am. No errors or malfunctions were recorded on the device log file on the day of the reported event. On (B)(6)y 2020 at 4:43 am the last recorded pca dose request was made. On (B)(6) 2020 at 5:41 am the pca module s/n (B)(4) was programmed using a terumo 30ml syringe with a syringe volume of 24.4ml. A rate of 2.5ml and a vtbi 25.2ml was programmed for a pca continuous infusion. At 10:46 am the pca door was unlocked and infusion was stopped. The calculated infusion time was approximately 5 hours with a corresponding calculated volume infused of 12.5ml. On 14 february at 9:00 am the pca module was channeled off and at 10:35 am the pca module was powered on then channeled off. On 14 february at 10:47 am the pca event logs showed the pca was powered on using a mono 35 syringe. The system recorded a syringe volume of 17ml.. Functional testing found the as received pca passing, plunger force accuracy, barrel clamp accuracy test and plunger position accuracy test. Inspection found no anomalies with the returned pca device. The device was being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that pca was programmed as demand "pca dose only" to infuse fentanyl 25mcg with a one hour limit of 50mcg and lockout time of 30 minutes. However, it was noted on the electronic medical record (emr) cerner that there was a mismatch on the manually documented pca reservoir volume; at 0708 hst, volume 12.8ml was documented while 17.1ml was entered at 1049 hst. The event was discovered when the physician ordered to discontinue the medication. The expectation was the volume should have been the same at both times since the patient has not triggered the device to infuse the medication for 12 hours. It was noted that 2 rns did the "read out" volume check on the device prior to manually documenting it on the emr for both 12.8ml and 17.1ml values. There was no patient injury.